Manufacturer narrative:
(B)(4). Devices not received, log review only. No devices were returned for investigation. Review of the pcu event log showed that a secondary infusion of vancomycin was started on (B)(6) 2014 around 10:05 am. The custom concentration of 750 mg/250 ml was entered, and the duration was entered as 90 minutes, for which the system calculated the rate to be 167 ml/h. The user interrupted the infusion by placing it in a paused state around 10:34 am, and turned the system off around 10:38 am. The reported back check valve failure during the infusion of vancomycin as a secondary could not be confirmed because the administration set and instrument devices were not returned for investigation. The event log analysis did note that the infusion was terminated early by the user after having only recorded infusing 78.619 ml from a vtbi of 250 ml. The root cause could not be confirmed because the reported administration set with a malfunctioning back check valve was not returned for investigation.

Event description:
Customer reported that a vancomycin secondary, programmed at 166 ml/hr with a vtbi of 250 ml, was hung at 11:04 am and stopped at 11:45 am. The infusion emptied too quickly; the primary drip chamber was noted to be full, and upon investigation a backcheck valve failure was reproduced in the primary set by the hospital risk manager. There was no patient harm and medical intervention was not required. No additional patient or event information provided.